Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was in use on a pt, and the customer reported there was no pt harm. The MFR's svc tech confirmed the customer reported problem. The svc tech replaced the main printed circuit board (pcb) to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specs.